Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary vessel using an indigo system catrx aspiration catheter (catrx) and a guide catheter. During the procedure, while advancing the catrx through the guide catheter, the physician experienced resistance. It was reported that the catrx seemed tight through the guide catheter. Therefore, the catrx was removed. The procedure was completed using a new catrx and the same guide catheter. There was no report of an adverse effect to the patient.